Event description:
It was reported to philips that the high voltage capacitor is malfunctioning. There was no patient involvement.

Event description:
It was reported to philips that the high voltage capacitor is malfunctioning. There was no patient involvement. The authorized service provider (asp) evaluated the device and confirmed the hv capacitor was defective and needs replacement. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. No further evaluation is required at this time.